Event description:
A report was received that the patient will undergo pocket revision for unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not undergo pocket revision. Pocket revision was unnecessary. Only lead revision was performed due to lead migration wherein the physician implanted a clik anchor. The patient was doing well post-operatively.